Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo and when the vizigo was removed from the box, it was observed that the stopcock was off. They attempted to reattach it, and it would not reattach. The sheath was replaced, and the procedure continued. No adverse patient consequence was reported.

Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo and when the vizigo was removed from the box, it was observed that the stopcock was off. They attempted to reattach it, and it would not reattach. The sheath was replaced, and the procedure continued. No adverse patient consequence was reported. Device investigation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection evaluation of the returned device was performed following j&j medtech procedures. Visual analysis of the returned sample revealed that the stopcock was detached from the side port tube. Adhesive residues were observed. For this reason, a supplier manufacturing investigation was requested, and it was determined that since glue marks were noticed, this means that the stopcock valve pulled from the stopcock tubing. This complaint is confirmed to be manufacturing attributable. A device history record review was performed for the finished device number lot 60000455 and no internal action related to the complaint was found during the review. Additionally, the manufactured date has been provided. Therefore, field h4. Device manufacture date has been populated. The side port broken issue reported by the customer was confirmed. The root cause of stopcock detachment was related to the manufacturing process. A supplier internal corrective action is being followed regarding the stopcock detachment for containment actions. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Additionally, the lot number and expiration dates have been provided. Therefore, fields d4. Expiration date and d 4. Lot have been populated. Correction to the initial report: full UDI has been populated to field d4. Primary UDI number. Correction to the initial report:g1. Manufacturing site. Is freudenberg medical llc, therefore g1 manufacturing site details have been updated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).